Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of hives, lesions and redness of the lips and the patient was diagnosed with hereditary angioedema (hae).the patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor considered the event was serious and life threatening to the patient due to the hae.